Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular lead had failed to capture and exhibited abnormal parameter values. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.

Event description:
New information received notes that a test performed during the procedure showed that the lv lead only had failed to capture, and no other malfunction was noted.